Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cartridges inside bd rapid detection of sars-cov-2 veritor¿ kit were for rsv not covid-19. Rsv cartridges were used for covid-19 testing. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: it was reported that finding rsv test cartridges' inside the cov-2 kit.

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding your complaint that alleges wrong cartridge in the kit when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1090974. Bd quality performs a systematic approach to investigate wrong cartridge in the kit complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. A batch review was performed for the number provided. A returned photographic evidence provided showed packaging of the sars-cov-2 veritor and confirmed the customer¿s report of wrong cartridge in the kit. There are no adverse trends for incorrectly packaged components. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that the cartridges inside bd rapid detection of sars-cov-2 veritor¿ kit were for rsv not covid-19. Rsv cartridges were used for covid-19 testing. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: it was reported that finding rsv test cartridges' inside the cov-2 kit.